Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s dexcom mobile app was in a signal loss state. Approximately 1-3 hours later, the patient became symptomatic, however, no specific physical symptoms were reported. The patient went to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 500 mg/dl and the patient was diagnosed with dka. The patient was admitted to the ICU and treated with IV insulin. The patient was discharged after being in the hospital for more than 24 hours. The patient was ¿still recovering¿ at the time of report. Performance data was reviewed. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.